Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) from the (B)(6) alleging that their onetouch verio pro meter was prompting an error 2 message. Per the onetouch verio pro user guide the error 2 message prompts when there is a problem with the meter or test strip. The patient did not allege any harm or injury because of the reported issue. During troubleshooting the cca confirmed that the error 2 message did not prompt when the alleged issue was manually powered on. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. On (B)(4) 2012, lifescan received the test strips involved with the complaint. The returned test strips passed testing with no faults found: the alleged complaint was not confirmed with the returned test strips. Based on the information provided, this complaint was initially not reportable due to the following conclusion(s): lifescan device investigations ruled out a malfunction with the subject test strips associated with the complaint. In addition, there is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury. On (B)(4) 2012, lifescan received the meter involved with the complaint and completed device evaluation on (B)(4) 2012. The alleged error complaint was confirmed in the meter's error log; however, the error message was not reproducible during investigations. This complaint is now being reported due to the failed investigations with the returned meter.